Event description:
It was reported that the patient indicated having a pneumothorax occurring at implant. It was not repaired as it was determined to be 'too dangerous.' Additionally, the patient indicated feeling 'electricity' from the device. It was further reported by the clinic that the patient has not had complications regarding the heart and that the patient has 'numerous physical and emotional problems,' and has been 'in and out of the hospital for issues unrelated to the heart/device.' The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5092 implantable pacing lead - (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient indicated having a pneumothorax occurring at implant. It was not repaired as it was determined to be 'too dangerous.' Additionally, the patient indicated feeling 'electricity' from the device. The device remains in use. No further patient complications have been reported as a result of this event.